Manufacturer narrative:
An olympus representative worked with the customer to troubleshoot the reported issue. The customer reported that they had never touched the lamp. The representative advised the customer to check the lamp following the instructions for use (IFU) to confirm if the lamp was the issue. The customer called back to confirm that the lamp was replaced to resolve the reported issue. The device will not be returned for an evaluation. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an e103 error during an exam while using a xenon light source. There was no patient injuries or infections reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the lamp exceeded its useful life, triggering the e103 error (lamp lighting failure).